Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 43mm in length, 2.75mm vessel diameter, eccentric, de novo target lesion was located in left anterior descending artery. After pre-dilation was performed with a 2.75 x 15 nc emerge balloon catheter. Lesion was further pre-dilated with a 2.75mm x 20mm nc emerge balloon catheter. However, during the procedure, a significant resistance was encountered. The device was removed and it was found that the balloon proximal shaft was broken. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. At 26.2cm from the strain relief, the hypotube of the device was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous hypotube kinks. There was contrast in the inflation lumen and there was blood in the guidewire lumen. The balloon was tightly folded with blood present within the folds. The device also had numerous kinks to the device. The damage to the device likely contributed to the reported difficulty advancing.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 43mm in length, 2.75mm vessel diameter, eccentric, de novo target lesion was located in left anterior descending artery. After pre-dilation was performed with a 2.75 x 15 nc emerge balloon catheter. Lesion was further pre-dilated with a 2.75mm x 20mm nc emerge balloon catheter. However, during the procedure, a significant resistance was encountered. The device was removed and it was found that the balloon proximal shaft was broken. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.